Event description:
The customer reported that after processing multiple hbc plates on summit, the technician noticed a high initial reactive rate for the plates, which appears to have been caused by a leaky inlet line. No error was generated. No death or serious injury was associated with this incident.